Event description:
It was reported that a patient presented in clinic for follow up. Device interrogation revealed post-paced t-wave oversensing on their implantable cardioverter defibrillator (ICD). Programming changes were discussed; no changes or intervention was reported. There were no patient consequences.